Event description:
It was reported that surgical procedure was extended beyond 30 minutes.

Manufacturer narrative:
Visual and stereomicroscopic inspections, along with a material analysis were performed and revealed that there is a reddish foreign material embedded on the surface of the femoral component. The analysis results indicate that the reddish embedded material is from the speedmask - polymeric material used to protect oxide surfaces during the blasting process.there is no indication of rust or other corrosion products.